Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump could intermittently not charge properly without the customer maneuvering the cable into the charging port at a certain angle. There was no impact to the customer's blood glucose level. Follow up with the customer determined that the customer was able to charge the pump successfully without manipulating the cable into the port.